Event description:
It was reported that the patient contacted technical services (ts) and reported that they received a shock from this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) the previous day. The patient reported being checked by an ambulance following shock delivery. The patient contacted ts to try to find out the cause of the shock therapy. Ts reviewed the stored episode and noted that the delivered shock appeared to be inappropriate due to oversensing. Ts referred the patient to their following clinic. The patient noted that they scheduled an appointment with the clinic on a future date. Additional information was received that the patient was seen in clinic and review of stored device data noted that a previous stored episode was observed with an inappropriate shock due to oversensing. Review of stored device data noted clear changes in morphology since implant. It was noted that the patient had lost an unknown amount of weight. Ts reviewed the stored episodes and noted evidence of movement related artifacts. Device therapy was turned off and an x-ray was performed. Review of the x-ray images noted appropriate system placement with no clear evidence of product movement. The electrode was noted to be nearer to the pectoral area and was noted to be a potential factor. It was noted that the patient was exercising at the time of the stored episodes. Noise was able to be recreated with the device was palpated/moved in the pocket. The physician was considering options to address. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient contacted technical services (ts) and reported that they received a shock from this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) the previous day. The patient reported being checked by an ambulance following shock delivery. The patient contacted ts to try to find out the cause of the shock therapy. Ts reviewed the stored episode and noted that the delivered shock appeared to be inappropriate due to oversensing. Ts referred the patient to their following clinic. The patient noted that they scheduled an appointment with the clinic on a future date. Additional information was received that the patient was seen in clinic and review of stored device data noted that a previous stored episode was observed with an inappropriate shock due to oversensing. Review of stored device data noted clear changes in morphology since implant. It was noted that the patient had lost an unknown amount of weight. Ts reviewed the stored episodes and noted evidence of movement related artifacts. Device therapy was turned off and an x-ray was performed. Review of the x-ray images noted appropriate system placement with no clear evidence of product movement. The electrode was noted to be nearer to the pectoral area and was noted to be a potential factor. It was noted that the patient was exercising at the time of the stored episodes. Noise was able to be recreated with the device was palpated/moved in the pocket. The physician was considering options to address. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient is scheduled for treadmill testing on a future date to test other sensing vectors. The device will be programmed back on at that time. At this time, no additional information is available. If pertinent information is provided in the future, a supplemental report will be submitted.